Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, when the customer was using the mega suturecut needle driver instrument to perform "vicrul 310" suture, the instrument wrist turned and could not penetrate the tissue. A backup instrument of same kind was used to continue the procedure. There was no report of fragment falling inside the patient. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no abnormality. The customer confirmed that the wrist of the instrument turned in a non-intuitive or unexpected way. The movement of the instrument did not cause any injury to the patient. The customer replaced to a back up instrument of same kind after the issue occurred once. There were no intra-operative or post-operative complications (e.g. Unexpected bleeding, anastomotic leak, bladder/ureter damage, nerve damage etc.).

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the mega suturecut needle driver instrument involved with this complaint and completed the device evaluation. Failure analysis investigations did replicate nor confirm the customer reported complaint ¿the instrument wrist turned and could not penetrate the tissue¿. Failure analysis could not verify the external event. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Additional steps or test attempts to further support the finding was that visual inspection of the instrument grips found no physical or cosmetic damage to the grip teeth or the carbide insert. The housing was removed from the back end, no damage was found. A needle handling test was performed while the instrument was installed on an in-house system and passed. There was no problem detected for the customer reported complaint. Additional observation(s) not reported by site was that the instrument was found to have blade damage. Both blade edges were indented, which can prevent the blades from cutting. A cut test was performed while the instrument was on an in-house system. The scissors did not cut cleanly through the ¿0-silk¿ suture. The suture got smashed between the blades and required multiple attempts to cut completely through. The root cause of mechanical indentations/burrs instrument blades is typically attributed to mishandling/misuse. A review of the instrument log for the mega suturecut needle driver instrument (part# 471309-15/ lot/serial# k10220125 0086) associated with this event has been performed. Per review of the logs, the instrument was last used on (B)(6) 2022 via system serial# (B)(4). There was 1 use remaining after this last usage. No image/video investigation required as no image or video clip for the reported event was submitted for review. A review of the procedure log showed the site performed this myomectomy surgical procedure on (B)(6) 2022 via system serial# (B)(4). This complaint is being reported due to the following conclusion: it was alleged that the mega suturecut needle driver instrument would not move in the desired direction. Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. However, the failure analysis could not confirm the unintuitive motion issue on the instrument. The instrument moved intuitively with full range of motion in all directions.